Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown) via an implantable pump. The indication for use was noted as spinal pain. On (B)(6) 2015 it was reported that in 2011 the pump ¿slid right through her skin; the pump rejected through the skin¿. A new pump was implanted in 2013. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).